Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold issue in the left ventricle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for a sudden increase in left ventricular (lv) lead impedance which is now high and undefined on certain pacing vectors. There was also a rise in threshold. It was thought that this may be due to calcification. The vector was reprogrammed and remains in use. No patient complications have been reported as a result of this event.